Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/18/2020. Investigation conclusion. One sample of the model 2420-0007 infusion disposable set was submitted by the customer for quality evaluation. The customer complaint of the drip chamber collapsing. The set was primed and infusion was set at 100 ml/hr. The drip chamber was observed for collapsing and the rest of the infusion set was examined for further defects in the tubing. The drip chamber did not collapse and no other defects were observed during the infusion. The customer complaint could not be verified because the failure could not be replicated. A device history record review could not be performed because the lot number was not provided by the customer. A root cause could not be determined because the failure could not be replicated.

Event description:
It was reported that primary tubing sets was damaged and had air in line on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the drip chamber collapsed. Scenario 1 - nurse noticed collapsed IV bag and collapsed drip chamber and air in line all the way to the pump, but not below. No alarm. No patient harm. Scenario 2 - same nurse, same patient, new bag, new tubing. Same things above happened, however, in this scenario there was approximately 1/2 inch to 1 inch of air in the line below the device. No alarm. No patient harm. Nurse concerned and contacted biomed and risk mgmt. Risk mgmt has sequestered the one pcu, one lvp and both tubing sets that were used. Customer (risk mgmt) would like customer advocacy to contact her. No patient harm. Nurse concerned - contacted biomed and risk mgmt.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets was damaged and had air in line on 2 occasions. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the drip chamber collapsed. Scenario 1 - nurse noticed collapsed IV bag and collapsed drip chamber and air in line all the way to the pump, but not below. No alarm. No patient harm. Scenario 2 - same nurse, same patient, new bag, new tubing. Same things above happened, however, in this scenario there was approximately 1/2 inch to 1 inch of air in the line below the device. No alarm. No patient harm. Nurse concerned and contacted biomed and risk mgmt. Risk mgmt has sequestered the one pcu, one lvp and both tubing sets that were used. Customer (risk mgmt) would like customer advocacy to contact her. No patient harm. Nurse concerned - contacted biomed and risk mgmt.